Manufacturer narrative:
The event product was returned to applied medical for evaluation. The root cause is due insertion of sharp instrument. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between (B)(6) 2014 and (B)(6) 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an (B)(6) 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown- "this is the complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. A portion of a septum dropped off during procedure. It happened outside of patent's body cavity. The portion of the septum was picked up. The actual unit and the portion of the septum were returned to olympus and visually inspected. The septum has an absent part. Please analyze this complaint phenomenon and review the device history record of the unit. Admin# (B)(4)." Patient status: no patient injury